Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was not returned.

Event description:
It was reported to nevro that after the trial procedure, the patient was unable to lift their right leg and was falling. Nevro attempted to obtain additional information regarding the nature of the issue, but none was available. The device was removed and there have been no reports of further complications regarding this event.

Manufacturer narrative:
This report is to update event description.

Event description:
Follow up indicated that the physician believed the issue was likely due to nerves that were irritated during the procedure. The physician also reported that the patient is recovering well.